Event description:
It was reported that this pacemaker was having difficulty being interrogated by a programmer and had no response to the magnet. The patient felt tired. Technical services (ts) was contacted and recommended following up with the health care professional (hcp). This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.